Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. H10 additional narrative: b3: mcmillan, k., and et al. (2017) experiences in performing posterior calvarial distraction. J craniofac surg, 00: 00-00. D1, d2, d3, d4: this report is for unknown - synthes mandibular distraction device/unknown quantity/unknown lot. D4: UDI: unknown part number, UDI is unavailable. D6/d7: unknown g5: part # is unknown, 510k is unknown h3, h4, h6: the investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article mcmillan, k., and et al. (2017) experiences in performing posterior calvarial distraction. J craniofac surg, 00: 00-00. The purpose of this article is a retrospective review of all posterior distraction procedures performed and the author¿s experiences in the use of posterior distraction. The study was performed between october 2006 and september 2015. The study included 50 patients, which consisted of 31 boys and 19 girls with a medium age of 17.7 months (range, 4 months to 19 years). Patients are currently on lifelong follow-up, with the longest follow-up period to date is 10 years. This is report 6 of 13 for com-276557. This report is for an unknown - synthes mandibular distraction device and refers to one (1) patient (male) had cerebrospinal fluid leak.